Manufacturer narrative:
Correction information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was stuck in the cartridge when trying to implant. The surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
The lens was returned partially inserted into the loading area of the qualified company iii (d) cartridge. Inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed in front of the lens. The trailing haptic was broken in the gusset area (not returned). The cartridge had no evidence of placement into a handpiece. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The root cause appears to be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the cartridge. No viscoelastic was observed in front of the lens. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).